Manufacturer narrative:
The lock up failure was resolved by upgrading the software to the latest revision.

Event description:
System locked up at the end of stress echo exam; customer rebooted and lost the study.